Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with false pause episodes. Review of the stored electrograms confirmed the presence of false pauses. Programming changes was suggested. Some episodes with no visible r waves was noted. The device remains implanted.

Event description:
New information notes that it was unable to confirm what was the cause of the false episodes. No changes were made as it was believed the anomaly was likely related to a pocket contact issue. Patient is fine.